Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was 475 mg/dl after delivering a bolus. The insulin pump beeped blood glucose now and when she bolused the insulin pump alarmed no delivery. The insulin pump alarmed no delivery at night and that morning. The device was not returned.